Event description:
Info was received that reported a pt had been hospitalized in 2005 due to diabetic ketoacidosis. When the pump's history log was reviewed with the reporter it was observed that the pt had not activated any correction or meal boluses for 2 days prior to the hospitalization. The reporter admitted that the pt began feeling ill in 2005 but did not ever check his blood glucose as he did not have a glucose meter that was working. In addition to not checking his blood glucose after falling ill, he did not bolus any insulin. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.